Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they need to set up a new meter as they previously received a motor error due to the old meter. Customer's blood glucose was 471 mg/dl during call. Troubleshooting was offered for the high blood glucose but customer only wanted to program pump with old pump settings. No further information was given.